Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7046511.

Event description:
It was reported that the patient developed an infection. Symptoms were unknown. The patient was placed on infection antibiotics and underwent an explant procedure. The explanted ipg and paddle lead were not returned. No further information has been obtained despite good faith efforts.